Manufacturer narrative:
(B)(4). Approximate age of device ¿ 85 days. The pump was returned for evaluation. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in one of the rotor vanes. The tissue did not show laminated layering, indicating that the thrombus did not form on the rotor. Examination of the outlet stator found a red, tissue-like thrombus between the outlet bearing and one of the stator blades. The color and texture of the tissue appeared similar to the rotor thrombus, indicating the tissue may have initially been part of the rotor thrombus. The observed thrombus could have contributed to the reported hemolysis symptoms. The origins of the thrombus could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital for suspected gi bleeding and the patient's lactate dehydrogenase was found to be elevated to 1413 u/l. A ramp echocardiogram was performed with speeds increased up to 12200 rpm and it was reported that the aortic valve would not close. Pump thrombosis was suspected and on (B)(6) 2015, the patient's pump was exchanged. The original inflow conduit and outflow graft remained implanted.